Event description:
One patient sample with discrepant free t4 results. Initial result gave 26 pmol/l; repeat by a different methodology gave 12.8 - (units of measure not provided). No adverse events reported in association with the incorrect result. If additional information is received, appropriate notification will be provided.